Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the power tray assembly to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The power tray assembly was analyzed and found to in system logs, no data was found indicating that the fault occurred in the field. Visual inspection, no issue was found related to the reported event. The power tray was installed in the golden system, upon the power on, the unit failed with error 86 pointing to intuitive surgical power core distribution (ipd). The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to a failure of the power tray. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted surgical procedure that there was a message stating that the the surgeon side console (ssc) was not connected to the vision side cart (vsc). The intuitive tech support engineer (tse) guided the caller with checking the circuit breaker on the vsc. It was in the "on" position. The power cable was plugged into a wall outlet, which was verified to be functional. The circuit breakers of the endoscope controller and video processor were also found in the "on" position. None of the vsc leds were lit. The customer proceeded by using a different vsc. There were no reports of patient injury.